Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log could not be downloaded because the receiver does not boot up. The reported event of an error icon display could not be confirmed. A root cause could not be determined.